Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient identifier-race: patient information has not been provided by the user.

Event description:
On (B)(6) 2022, the customer from germany reported dispensing issue. Some slides were not completely stained, the upper control was partly not stained. Sometimes there was too little reagent. The workflow was not affected. The field service engineer inspected the instrument and replaced the aspiration and dispense check valve which resolved this malfunction. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.